Event description:
It was reported that the patient's glucose reached 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient was unsure if the cannula was properly inserted into the skin. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.